Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg, valproic acid and ethanol assays, where calibrator 1, response too large was observed. The customer was advised to replace and calibrate the sampling probe. An abbott representative visited the customer site and inspected the axsym analyzer and found various issues with the processing and sample probe. Following the instrument checks, the valproic acid and ethanol assays were calibrated successfully. Recalibration of the rubella assay was unsuccessful, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The abbott rep attempted recalibration of the rubella assay on another axsym and obtained the same error message. The customer was advised to centrifuge the rubella master calibrator and recalibrate the assay, and a successful calibration was achieved, with controls and samples run without any problems. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report wil be submitted when the investigation is complete.